Event description:
It was reported that the patient¿s caregiver could not fully fill the insulin cartridge during a supply change, and a video review showed incorrect steps in preparing the syringe by not drawing air to the 1.8 ml mark before filling with insulin, consistent with a use-of-device problem involving supply change technique for the cartridge kit lot (B)(4). Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and attributed the issue to user technique during the cartridge fill process. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.